Manufacturer narrative:
It was reported that during pre-op a skeeter handpiece was getting hot. It was also reported to have cable damage and chatter. The exact event date was unknown, but reported to have been the week prior to the notify date of (B)(6) 2012. PMA: k833874

Event description:
It was reported that during pre-op a skeeter handpiece was getting hot. It was also reported to have cable damage and chatter. The exact event date was unknown, but reported to have been the week prior to the notify date of (B)(6) 2012.

Event description:
It was reported that the device gets hot. There were no reports of patient impact

Manufacturer narrative:
Manufacture date was november 28, 1998.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The cord was pulled out from end of housing. Motor was bad. It was replaced, along with spring collar strain relief, plug, cable, and other parts. The item was tested and passed all manufacturing specifications.